Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. The cause of death is unknown. It is unknown if the customer was using the pump at the time of death. Reportedly the customer was morbidly obese, wheelchair bound, and had many complicated health issues. The customer's health care provider (hcp) did not have any further information to provide.